Event description:
Surgeon was suturing with an auto suture/tyco/us surgical brand endo stitch 10 mm, lot no. N9l0554; expires 2014-11. The suture disengaged from the endostitch device leaving the 9mm needle in the patient's abdominal tissue. An xray was taken verifying that the needle was in the patient. Surgeon determined it would be unsafe to attempt to retrieve the needle from the patient's tissue.